Manufacturer narrative:
The battery was not returned to stryker for evaluation. The cause of the reported issue could not be determined. The customer received a replacement battery. H3 other text : device not returned to manufacturer.

Event description:
The customer contacted stryker to report a battery for one of their devices caught fire. The customer advised they were performing a routine check on their equipment and noticed smoke emitting from a battery that was in its charger. The customer removed the battery from the charger and placed it on the bay floor. The battery then caught on fire and engulfed the battery. The battery is used for an automated chest compression device. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report a battery for one of their devices caught fire. The customer advised they were performing a routine check on their equipment and noticed smoke emitting from a battery that was in its charger. The customer removed the battery from the charger and placed it on the bay floor. The battery then caught on fire and engulfed the battery. The battery is used for an automated chest compression device. There was no patient use associated with the reported event.